Event description:
It was reported that an autopulse nimh battery was faulty. Unable to clear fault light. There was no report of a patient injury.

Manufacturer narrative:
The nimh battery (s/n (B)(4)) returned to zoll circulation on (B)(6) 2012 and was analyzed. The returned battery failed testing in the charger after a few minutes. A probable root cause that may have played a role in contributing to this failure could have been due to low power. The returned battery was scrapped and a replacement was sent to the customer.